Event description:
It was reported that a patient has had a history of multiple revisions of their right reverse total shoulder that was initially implanted approximately 6 years ago. After receiving a new reverse shoulder approximately 2 months ago, the patient was revised again 1 month ago due to dislocation. The baseplate was retained and all other components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) d10: +3mm thickness 40mm diameter bearing cat# 110031422 lot# 64653541. H6: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: a2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for this event. However, a patient timeline was reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2025: follow up: patient reported clicking and was found to have dislocated, no attempt at reduction offered. On (B)(6) 2025: ER visit. Shoulder dislocated, unable to reduce in the ER. On (B)(6) 2025: mayo clinic. Closed reduction performed. On (B)(6) 2025: follow up. Shoulder dislocated in the shower. On (B)(6) 2025: revision. ¿open revision surgery on right shoulder. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.